Event description:
It was reported that a missing wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because only the transmitter was returned. The complaint of a wire/needle/cannula damaged or missing was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6)

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.